Manufacturer narrative:
The baxter technician found the pendant needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance disconnect the patient pendant and examine the condition of the connector.¿then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the pendant to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the was moving by itself. The bed was located at the account. This report was filed in our complaint handling system as complaint (B)(4).